Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of two implantable pulse generator (ipg) devices, left side and right side of patient, the patient presented and admitted to healthcare facility with syncope. Approx 24 hours of electrocardiogram (ECG) holter revealed multiple pauses in this patient and symptoms of dizziness. Interrogation of first ipg revealed normal results. Interrogation of right side ipg revealed high output related to rv lead non capture in 2005. The right side ipg high output indicated as related to oversensing of the left side ipg and associated patient syncope. The right side ipg was explanted and replaced. The left side ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Event is also captured in us (B)(4).